Event description:
It was reported that after the vascular stent was successfully implanted in the superficial femoral artery, the distal portion of the delivery system detached. The detached component was retrieved without further complications. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.